Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high threshold. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Due to the length of implant, the large volume of blood ingress on the proximal conductor and the anomalies described in the event, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.